Manufacturer narrative:
It was found the xhibit central station had lost its license. The fse continued to reload the license and after observing proper device operation through functional and performance testing, the device was returned to the customer for use. While reloading the software resolved the reported issue, the cause of the reported issue could not be determined.

Event description:
The customer reported that while monitoring telemetry patients on a xhibit central station, they received an error message "bad installation of licensing subsystem". There was no patient or user harm associated with this event.